Event description:
Upon withdrawing the catheter from the pt, the physician found that the hub had broken and kinked outside the pt.

Manufacturer narrative:
Technical eval: the unit shows a break in the proximal end of the catheter just at the solid end of the stainless strain-relief. The hub is attached to the rest of the catheter by wire. Conclusion: the incident is confirmed as reported. A DHR review of this manufacturing lot was performed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part# 0854 (lot# l12466). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.